Event description:
Caller reported that a malfunction occurred on the pump, identified as malf 0, with no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.